Event description:
(B)(6) was reported for this ICD lead and the patient presented for wound repair on (B)(6) 2011. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.